Manufacturer narrative:
Date of event: exact date unknown, event occurred over a couple of years ago from the date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 21361090.

Event description:
It was reported that the patient did not have significant relief in the right anterior thigh due to lead migration. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads will not be returned per facility policy.